Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was initially capped and replaced. Several years later, the lead was fully explanted. No patient complications have been reported as a result of this event.